Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog") and fatigue ("chronic exhaustion"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, feeling abnormal and fatigue outcome was unknown. The reporter considered fatigue, feeling abnormal and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿pelvic pain, feeling normal, fatigue". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog") and fatigue ("chronic exhaustion"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, feeling abnormal and fatigue outcome was unknown. The reporter considered fatigue, feeling abnormal and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿pelvic pain, feeling normal, fatigue." Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.